Event description:
It was reported while testing with bd synapsys there was an error in the culture reading workflow. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the instrument's samples reverting back to rfr after the sample has been read and the are no additional imagine timepoints. Customer reports samples reverting back to rfr after the sample has been read and the are no additional imagine timepoints. Posted screen shots of logs to lab auto q drive: (B)(4). Accession numbers that have been reported: (B)(4). Customer problem: customer reports samples reverting back to rfr after the sample has been read and the are no additional imagine timepoints customer reports samples reverting back to rfr after the sample has been read and the are no additional imagine timepoints.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report (B)(4) was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported while testing with bd synapsys¿ there was an error in the culture reading workflow. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the instrument's samples reverting back to rfr after the sample has been read and the are no additional imagine timepoints. Customer reports samples reverting back to rfr after the sample has been read and the are no additional imagine timepoints. Posted screen shots of logs to lab auto q drive: :\us accounts\sharp\01688627\ accession numbers that have been reported: (B)(4) customer problem: customer reports samples reverting back to rfr after the sample has been read and the are no additional imagine timepoints customer reports samples reverting back to rfr after the sample has been read and the are no additional imagine timepoints.